Event description:
It was reported that a (B)(6) sales representative was contacted to perform system evaluation for this patient who is currently hospitalized. The patient experienced a syncopal episode, and a root cause was not evident. The patient has a (B)(6) implantable pulse generator with a competitive atrial and right ventricular lead. The physician does not suspect the implanted products caused or contributed to the observed loss of consciousness as normal device operation was confirmed. It was noted that the patient is scheduled for system replacement next week; however, the reason for the procedure is unknown. The local area sales representative was contacted for additional information and confirmed the system was explanted due to infection. A replacement system will not be implanted as the patient is not pacemaker dependent. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).